Event description:
It was reported that the implantable pulse generator (ipg) was interrogated and the device displayed safe mode parameters and an error message. It was noted that the patient sometimes works with anti-theft metal detectors. The device was reprogrammed to its original parameters and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).